Manufacturer narrative:
(B)(4).

Event description:
It was reported by a health care provider that a pt lost consciousness. The reporter stated that the pt's husband said he could not wake his wife on (B)(6) 2011. The next day the pt's husband said that his wife was sitting up in a chair. On the date of the report, the pt was unresponsive and the reporter wanted the pump stopped but did not have access to a pump programmer to find out the status of the pump. The reporter thought there was dilaudid in the pump but was not sure. The reporter also did not know if there was a recent pump refill. Additional info has been requested and will be reported when available.